Manufacturer narrative:
Additional information: the balloon was inflated to 12 atm when the pinhole was noted. The balloon did not fragment. No intervention was required for the removal of the device. The device was safely removed from the patient. The patient's condition was unstable so the procedure was stopped. Procedure stopped unrelated to balloon incident. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use pacific plus pta balloon along with non-medtronic 4fr sheath and 0.018" guidewire during procedure to treat a moderately calcified lesion in the right anterior tibial artery (ata). No embolic protection was used. An inflation device was used. Saline was used for inflation fluid. There was no damage noted to packaging. There was no issue noted when removing the device from the hoop/tray. The device was prepped per IFU with no issues identified. The device did not pass through a previously deployed stent. There was resistance encountered when advancing the device. It was reported that during balloon inflation, balloon pinhole was noted. Physician tried to inflate balloon, but the contrast solution leaked. All fragments of the balloon were retrieved. Physician used a new balloon, but at the end stopped the procedure due to other issues. Patient status is unknown.

Manufacturer narrative:
Product analysis: the pacific plus device was returned to medtronic investigation lab for evaluation. The device was returned coiled inside the product pouch within the shelf carton inside a biohazard bag. No ancillary devices were returned. Visual inspection under a microscope shows both marker bands are visible and intact. A 20ml water filled syringe was connected to the luer and flushed with no issues. A 0.018¿ guidewire from the lab was front loaded via the distal tip and exited out the guidewire port of the luer with no issues. An attempt was made to inflate the balloon however a burst was noted at the distal end of the balloon. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.